Event description:
A surgeon in (B)(6) reported the patient had a humeral distal bone fracture. On (B)(6), the patient underwent orif using dhp. The patient was fixed with a splint for a week after the surgery. The patient had started to go about his daily life with rehabilitation after being discharged from the hospital. On (B)(6) 2012, the patient presented to the doctor complaining of pain. The doctor found the breakage of the three screws in the proximal part of the plate and dislocating on the fracture part. The doctor suspects that the cause of this problem is strength - fatigue - of the screw. The patient was returned to the or for revision on (B)(6). The patient was revised to new implants. The shafts of the screws remain in the patient and surgeon will continue to monitor the patient. This report is #4 of 4 for the same event.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.